Event description:
It was reported that an alarm was heard but telemetry had not been performed. The patient had been hospitalized for several weeks. It was noted that the elective replacement indicator (eri) occurred a couple of months prior to the report (2015 (B)(6)). It was also noted that the patient was due for a refill and no one at the hospital would refill the pump. The patient was having withdrawal (increased pain). The hospital contacted the patient¿s health care provider (hcp) to have the pump turned off. The hospital staff urgently scheduled the patient for a pump replacement. Additional information received reported it was suspected that end of service (eos) occurred prematurely (less than 90 days after eri), but this could not be confirmed. The eri was reported to be normal. The patient was not likely in withdrawals. She was doing fine on oral neurontin and a lidoderm patch. The patient was going to be discharged on 2015 (B)(6) and was going to see an hcp for a refill. The pump was infusing morphine. The patient had recovered without permanent impairment. A pump replacement was scheduled for 2015(B)(6). A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Product ID 8711, lot# j10909r54, implanted: 2001 (B)(6); product type catheter. (B)(4).